Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident and 505 mg/dl at the time of call. Customer was treated with manual injection. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.